Event description:
The user facility reported an incident described as a pt burn. The pt underwent a left tympanomastoidectomy reported to last for 4 hours using surgical microscope. A second degree burn, approx 2-3 cm in diameter, appeared next to the wound immediately at the end of the surgery during skin closure. An incision drape was not used to cover the surgical area. Silvadene was applied to the burn in order to prevent further injury.

Manufacturer narrative:
The system and microscope were inspected by a service tech on 08/20/2009. The tech checked all functions and determined the unit to be working properly. The product labeling provides info regarding phototoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to a minimum, and taking precautions to irrigate the surgical field. The surgeon had been trained on the use of the device.